Manufacturer narrative:
Examination was not possible, as the delivery system was not reurned for evaluation. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a knee scope procedure, the t2 did not deploy correctly from the fast-fix 360 curved device. T1 was successfully removed from the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.